Event description:
It was reported that during an interventional stenting procedure in a 90% stenosed, eccentric, heavily tortuous, moderately calcified, mid right coronary artery, the xience v rx 3.5 x 18 mm stent was advanced to the lesion but the balloon would not inflate. The device was removed from the patient anatomy and another same size xience v use used in the procedure. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to inflate was not confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.